Event description:
It was initially reported that during the initial implant of the patient's vns device that the pulse generator was disabled after testing when in the pocket. First diagnostics performed outside the pocket were within normal limits. When the generator was put into the generator pocket, the "vbatt disabled" warning message was observed. The surgeon was confirmed to be using electrocautery after the generator was inside the pocket. The unused pulse generator was returned to the manufacturer for analysis, nut has yet to be completed.